Manufacturer narrative:
The device was not returned so physical analysis could not be performed. A labeling review confirmed that atrophy and incontinence are within the product labeling. Based on the investigation, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the artificial urinary sphincter (aus) device, which was originally implanted some time in 2013, was explanted due to tissue atrophy under the cuff and recurring incontinence. A new aus device was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device, which was originally implanted some time in 2013, was explanted due to tissue atrophy under the cuff and recurring incontinence. A new aus device was implanted.